Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the admitted patient was displaying an admit status of 'unknown' and a visit type labeled as 'placeholder'. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the admitted patient was displaying an admit status of 'unknown' and a visit type labeled as 'placeholder'. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the admitted patient showed admit status of unknown and visit type of placeholder. A technical support specialist identified an error caused by allergy data exceeding the character limit in the database. The allergy code exceeded 50 characters, triggering structured query language (sql) error 8152 and causing message rejection during patient admit, update, or transfer. Issue was traced to the allergy list in the incoming message and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.